Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent from the ed. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) was functioning within normal parameters. But, the patients right ventricular (rv) lead exhibited an occasional oversensed beat during a treated ventricular fibrillation (vf) episode. Follow-up was conducted and there were no programming changes completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.